Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer stated that she was changing infusion set and she dropped insulin pump against her couch and when she look at screen there was a blank display. The customer reported that their is no visible insulin pump damaged. The customer was advised to perform self test and the test completed. The customer was able to do displacement test and it passed the test. The customer was advised to insert aaa alkaline battery and diplay return. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.